Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive connections were repaired and the drive was evaluated and replaced. The system software and calibrations were also reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to properly save patient image data. While evaluating the device, the fse found that the system locked up. No patient serious injury or death was reported related to this event.